Event description:
The customer initially called to report motor error alarms on the insulin pump. The customer then stated that he believes insulin leaked from the reservoir into the reservoir compartment. The customer was not sure if the liquid in the reservoir compartment was insulin or not, but he mentioned that he had been experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.